Event description:
It was reported a patient's atrial lead presented with failure to capture due to lead dislodgment. The dislodgement was discovered via fluoroscopy and the lead was explanted and replaced in a procedure on (B)(6) 2022. Post-procedure the patient was stable.

Manufacturer narrative:
The reported events were dislodgement and failure to capture. As received, a complete lead was returned in one piece for analysis. Visual inspection found the helix was stretched consistent with procedural damage. Unable to test the helix mechanism/extension length due to damaged helix as received. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.